Event description:
During atrial fibrillation and typical atrial flutter procedure, an air leak was noted on the agilis 13 fr sheath valve. After transeptal puncture the wire and farapulse (boston scientific) catheter were inserted and the sheath syringe was pulled back and air ingress was noted. The air was not introduced to the patient. The agilis 13 fr sheath was replaced, and the procedure was completed with no adverse patient health consequences were noted.